Manufacturer narrative:
Per the clinical review: the epgs calibration process was started but perfusionist (ccp) did not check the aux tab (message area) to see if the calibration had passed. The ccp did briefly move gas flow slider to ensure he had gas flow (checked clip on gas flow meter) and turned off until cpb was initiated. There was no message on the main screen of the ccm indicating a calibration issue. On the initiation of cpb, the ccp used the gas flow slider to set a gas flow to the oxygenator. He noticed over the next thirty seconds that the arterial blood was not as red in color as usual. The ccp stated that the blood was not "black" but had signs of desaturation. The ccp used the slider to increase the gas flow and he noticed that the slider dropped to the bottom of the slider scale. The ccp then became aware that the epgs (oxygen analyzer) was not calibrated or had lost calibration. The ccp informed the cv surgeon that he was having issues with delivering adequate gas flow to the oxygenator, and the team elected to fill the heart and come off cpb while troubleshooting was being attempted. As the pt was off cpb, the pt was ventilated by the anesthesiologist. The pt had a stable blood pressure and heart rhythm while the troubleshooting was being undertaken. A stand-alone gas blender was brought into the operating room as a precaution and the ccp started a calibration of the epgs system. The calibration was successful and the epgs was operational. Cpb was re-instituted and there were no issues for the remainder of cpb. The procedure was completed successfully without associated blood loss. There was no change out of any device and there was no observed harm. Due to the temporary termination of cpb, troubleshooting, and calibration of the epgs; there was a delay of five minutes in the actual start of the surgical repair. Eval is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the electronic pt gas system (epgs) had an fio2 error. The device was not changed out, as the perfusionist recalibrated epgs and continued on with case. There was a five minute delay to recalibrate the system. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.